Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -12.5/+3.0/091 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens rotated, not associated to a low vault, on (B)(6) 2016 and was repositioned on (B)(6) 2016. The lens was explanted on (B)(6) 2017 and exchanged for a longer lens. The lens exchange resolved the problem.

Manufacturer narrative:
Product evaluation found that the lens was returned dry in a small vial. Visual inspection found the haptic torn and missing a piece with white/clear residue on lens surface. No similar complaints were reported for units within the same lot. (B)(4).